Manufacturer narrative:
(B)(4). The rns system remains implanted and programmed for use.

Event description:
Patient presented with wound dehiscence at the incision site. Treatment included a wound washout and antibiotics. No other information was provided by the treating center.